Manufacturer narrative:
A complete lead was returned in one piece measuring 66.7cm. Analysis completed revealed the damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2017865-2020-17545, 2017865-2020-17547. It was reported the patient presented to the emergency room with chest discomfort. Upon interrogation, it was observed the atrial and right ventricular lead impedances were varying and there was no capture. The atrial lead was also oversensing far p waves. A chest x-ray was completed to confirm both leads were dislodged and appeared to be braided together in the pocket. When prepping for revision procedure, it was observed the implantable cardioverter defibrillator was flipped in the pocket and there was a cracked pin on the ventricular lead. The ventricular lead was explanted and replaced, while the atrial lead and device remained implanted and active. The patient was stable.